Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to unspecified reason. Pump and cylinders were removed and replaced. No patient complications were reported in relation to this event.